Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25747 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two medical device reports related to the patient implant experience. Refer to manufacturing report number 1220648-2025-25744.

Event description:
The user facility reported a patient with an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and approximately 16 hours after start of support, it was reported the pump's position was completely in the aorta and repositioning was impossible. Patient critical was taken back to the catheterization lab, and the pump was explanted and replaced with new impella cp device. The patient was returned to the intensive care unit on impella mcs. However, within a couple of hours on the second impella cp device, it was noted to be dislocated; this pump slipped into the aorta as well. According to the physician, the tuohy borst valve was fixed. Consultation was made with the chief physician, and the decision was made to explant and place another new (now third implant) impella cp device as it was noted the patient was in ¿very¿ critical condition. The third replacement pump was successfully placed. However, the following day within some hours the patient expired.